Manufacturer narrative:
A comprehensive investigation was conducted on discovery. No substantial deviation was identified and all records purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. There was no report of device failure at the time of surgery.

Event description:
Based on an unverified complaint received by an acell employee, the patient had an acell mesh device implanted for hernia repair on (B)(6) 2014. The patient allegedly "began to experience problems, including but not limited to infection, abscesses, pain and bowel symptoms". On an unspecified date the acell device was explanted.